Manufacturer narrative:
(B)(4)

Event description:
It was reported by the patient's relative that the patient expired due to sepsis and cardiac arrest as a result of being infected by the device. The patient had several surgeries to clean the infection and was on a ventilator for the last 10 days of his life. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.